Event description:
A report was received that the patient had an implant in the hip that was rejected and was pushed by itself out of the skin. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.